Event description:
It was reported that the monopolar curved scissors instrument does not work. No additional info was provided. No pt harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering confirmed scissors do not cut cleanly through .006 inches of latex. Latex gets snagged at scissor tips. The blades are not damaged, but blade edges are slightly rounded at the tips, negatively affecting cut performance. The blade crossover at the tips appears less than usual. At the back end, three of the four housing snaps are broken, engineering believes it is due to mishandling. Electrical continuity passed. Engineering also observed the distal end of the main tube has a three inch long section directly above the extension with material removed. The damaged area is parallel to the tube axis and has a wear pattern similar to cannula related tube abrasions. No other damage was found. Additional investigation is underway regarding the cannula accessories. A follow-up MDR will be submitted if additional info is received.